Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on a male patient with renal disease. Right after the passage of the trerotola device through the vascular sheath, the tip broke off. It is unknown if there was a delay in treatment. There was no patient death and no patient complications were reported. Reference MDR# 2242445-2011-00073 for the second event involving the same patient.